Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that he removed the battery and placed it back in and received the same error again. Customer stated that he was unable to clear the alarm. He stated that the time did advance but the buttons were not responsive. Customer stated that this alarm may have been due to extra perspiration. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.